Event description:
While running mtp on a trauma patient, the belmont rapid infuser ri-2 began producing smoke from the front of the unit (machine had been in use over 6 hours). Infusion was stopped and door was opened. The circuit had been heating for such an extended amount of time due to the massive amount of product being ran, and started to overheat, burn, causing smoke. There were no warnings or alarms from the machine alerting that it was overheating. The production of smoke was the only sign of malfunction. The patient did not sustain any harm due to the malfunction. The machine was placed out of production and given to risk management. A different belmont machine replaced it and the patient continued receiving product with no further issues.